Manufacturer narrative:
The insulin pump powered up properly after battery installation. There was no blank display noted. The compromised force sensor system alarm occurred during the basic occlusion test due to loose drive support disk. The device had minor scratches on the lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm during manual prime on their insulin pump. Customer advised insulin squirts out 8 to 10 inches into the air during manual prime process and then the compromised force sensor system alarm occurs. Troubleshooting for the prime rewind was performed. Customer advised the insulin pump turned off, it then reset, then they received a black screen and finally the device started counting up. Customer replaced the battery on the device as well. Customer advised they have dropped the insulin pump in the past but not at this time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.